Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6). Section e: this event was reported by the distributor. The physician is: dr (B)(6). Phone: (B)(6). (B)(6) hospital. China. Block h6: medical device problem code a050501 captures the reportable event of bands unable to deploy. Block h10: investigation results the returned speedband superview super 7 was analyzed. A visual evaluation noted that handle assembly was returned with the device. It was noted that the trip wire was secured and the slack was correctly taken up. The suture thread was intact and it was attached to the distal trip wire loop. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No visible issue was noted with the handle assembly. The ligator head was not returned for analysis. No other issues with the device were noted. The reported event of failure to deploy bands could not be confirmed. Based on the evaluation of the returned device, the device showed neither evidence of the alleged issue nor any defect which could have contributed to the complaint. Therefore, it was concluded that the investigation conclusion code of this event is no problem detected. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an endoscopic submucosal variceal dissection (esvd ) procedure performed on (B)(6) 2021. During the procedure, when attempting to deploy, the bands were not deployed in order which caused the device to fail to deploy. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Additional information received on october 08, 2021: it was reported to boston scientific corporation that there was no difficulty experienced upon setting up the device.

Manufacturer narrative:
(B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an endoscopic submucosal variceal dissection (esvd ) procedure performed on (B)(6) 2021. During the procedure, when attempting to deploy, the bands were not deployed in order which caused the device to fail to deploy. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.